Event description:
Left ventricular lvtip to rvcoil lead impedance warning on (B)(6) 2022. This is a chronically low lead impedance measurement, lead trend stable. There are two epicardial lv leads implanted it was not specified which one was causing the alert. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).